Event description:
It was reported that in preparation for an unspecified procedure, a package seal was broken. The vortx-18 diamond 3mm/3.3 mm coil package seal was compromised. The bottom of the internal pouch was open. The sterile seal was broken. The procedure was completed with another of the same device. No patient complications were reported. The patient's status is reported as fine.

Manufacturer narrative:
Device evaluation by manufacturer: the pouch was not sealed at the base and there was no indentation to show evidence of heat contact or that the pouch had been sealed. The reverse side of the pouch was inspected and again there was no indentation to show evidence of heat contact or that the pouch had been sealed. The most probable root cause is manufacturing. (B)(4).

Event description:
It was reported that in preparation for an unspecified procedure, a package seal was broken. The vortx-18 diamond 3mm/3.3 mm coil package seal was compromised. The bottom of the internal pouch was open. The sterile seal was broken. The procedure was completed with another of the same device. No patient complications were reported. The patient's status is reported as fine.

Manufacturer narrative:
(B)(4)